Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that the atp board was replaced without resolution, the representative then returned to the site and replaced the cpu-fluoro-board with resolution. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was unable to perform x-ray functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The fluoro printed circuit board assembly (pcba) was returned to the manufacturer for analysis. Analysis found the fluoro pcba did not acquire 2d or 3d images. Analysis found that the reported event was related to a electrical issue.